Event description:
Rep from the hosp engineering staff reported that a pt got out of bed and the bed exit sys did not alarm. Rep reported that the pt was found walking around in the hallway. Rep stated that this event occurred approx 3 months earlier. No pt injuries were reported. When the hill-rom tech arrived at the account to investigate the incident he found that the hosp staff had placed the bed back in svc and they could not locate it.